Manufacturer narrative:
The zoll service technician indicated the thermogard xp ivtm console (s/n: (B)(4)) was received and evaluated by the biomed technician at the customer site. The primary complaint was confirmed during evaluation. Under the instruction of zoll's service technician, a defective thermal breaker was identified. To resolve the issue, the thermal breaker was replaced. The console was functionally tested for 24 hours with no faults found. The thermogard xp ivtm console is a reusable device and was manufactured in 2011. Therefore, this type of issue is characteristic of normal wear for the life of the device. The console passed all final testing criteria. Evaluated on site by customer's bio med.

Event description:
During patient temperature management therapy, it was reported that thermogard xp ivtm console (s/n: (B)(4)) displayed a tcmid: 06 (ce post failure) message. According to the reporter, another thermogard xp ivtm console was used to continue and complete therapy. There were no reports of patient consequences.